Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes, the device experienced foreign matter within the tube. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: yellow edta spots in the tubes.

Manufacturer narrative:
Investigation summary: bd received 3 photographs from the customer in support of this complaint. An evaluation of photographs provided shows tubes with larger than normal droplets of additive on the tube walls. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube. Bd was able to duplicate and confirm customers failure mode from the photographs provided, however retained samples were satisfactory. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.